Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 18:34:55. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. The reported difficulty of an increased intra peritoneal volume (iipv) event was verified through an event history log review. The cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.